Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned ross procedure, which was changed intraoperatively to a mechanical aortic valve replacement, the following issues occurred: hypertension upstream of oxygenation (rigid pipe), a gradual decrease in the flow of non-compensating cardiopulmonary bypass, a drop in mixed venous oxygen saturation from 73 to 49 despite 100% fraction of inspired oxygen, and arterial line blood changing from bright red to black. Classic aortic cannulation and bi-caval venous cannulation were performed, with retro priming of 600ml and standard cardiopulmonary bypass start-up. Activated clotting time was measured at 549s and then at 401s. The priming included 1,500ml of ringer lactate. Troubleshooting included increasing the revolutions per minute of the arterial centrifugal pump. The device replaced to complete the procedure, which restored normal flow and oxygenation parameters. The intervention strategy was changed to mechanical aortic valve replacement, and the patient was weaned from standard cardiopulmonary bypass. The patient was extubated one hour postoperatively with no deficit. See attached photos. No patient complications have been reported as a result of this event. Medtronic received additional information that during the incident, the customer checked the arterial filter by short-circuiting it and the problem was the same, therefore there was no issue with the arterial filter. The problem was confirmed with the oxygenator. It was marked hyper pressure at the entrance as the pipe was hard as wood.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that a gradual increase in pressure occurred when palpating the line between the centrifugal pump and oxygenation. The customer stated that they do not have a blood line pressure measurement. The procedure temperature was at 34°c. The hypertension upstream of the oxygenation (rigid pipe) was referring to a manual palpation that did not regain the flexibility of the usual line and rigidity was found. Device evaluation summary: visual inspection showed evidence of clots/fibrin. Pressure integrity testing shows no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood gas flows) and the results as reported below. ¿ 267 ml/min o2 xferc ¿ 179 ml/min co2 xferc ¿ 213 mm/hg delta pblood the reason for the return was undetermined. Correction b5: it was marked hyper pressure at the entrance as the pipe was hard as wood. Correction d5 (oper of dev): this field has been updated. Correction section e initial reporter: the street 1 field has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.